Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the patient expired while on ventilator. The user stated that the ventilator alarmed for patient circuit disconnected. (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. The ventilator passed all safety and functional tests and was returned for clinical use. No parts were replaced. The ventilator logs were downloaded for further evaluation. Additional information received by the user facility stated that the ventilator was alarming that the patient circuit was disconnected. The nursing staff did not notice that alarms were generated for disconnection of the patient tube at the expiratory side of the patient circuit. The patient had expired before the respiratory staff arrived and discovered the situation. The event log confirms several alarms have been generated that the patient circuit was disconnected. Other alarms, such as expiratory minute volume low, peep low and respiratory rate high, were also generated indicating a leakage in the patient circuit. Generated alarms had been silenced by the user. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The ventilator passed pre-use check prior and after the reported event date. The root cause of the event is attributed to user error. There was no ventilator malfunction at the time of the event.